Manufacturer narrative:
Conclusion: device investigation only found damage on the receiver coil wire, as it appears typical for having been caused during some surgery. The damage found can well explain for the missing device function since first switch-on after implantation. According to the information received from the field the recipient underwent a device unrelated medical procedure to remove skin. During this surgery the device was damaged and is no longer functioning. The user has been re-implanted. This is a combiner initial and final report.

Event description:
The user has a rare condition which causes lumps to grow all over his body. He underwent a procedure to reduce some of the skin in order for the audio processor to fit properly. After the procedure the user was no longer able to hear with the audio processor or when the device was stimulated directly. No sound or vibrations could be detected via a stethoscope either. The user has been re-implanted.